Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 7 in the auxiliary was not detected on the communication bus at the station. A field service engineer found that the retractor band cable appeared to have been forcibly detached from the head connected to the board. The retractor band cable was bent, and the plastic that attached it to the drawer was broken. So, replaced the full-height printer circuit (pmc) board and the drawer controller board, as well as the retractor band. Upon further inspection of the rails, it was determined that they had failed, which led to the damage of the components in the back. So, replaced both rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and stated that the "device was not detected on the communication bus", preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient during clinical workflow, since they had two pharmacies that were located in different buildings, and the one that had the failed drawer was closed. The nurse had to wait for medication from another pharmacy which operated 24 hours and there was no patient harm. There were no adverse events or injuries reported based on this event.